Event description:
Additional information received indicated surgical intervention was undertaken and the patient's drg system was explanted.

Event description:
The patient has 2 leads (from the same lot) implanted. It was reported the patient has been experiencing ineffective stimulation and desires to have the system explanted. Surgical intervention may take place at a later date.